Event description:
The pt rec'd his scs system on (B)(6) 2005. The pt reported his charger would no longer locate the ipg. The pt reported he did not have stimulation. A new charger was sent to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.